Event description:
It was observed during the device inspection that the tip components, such as the bending section cover, light guide lens, objective lens, and plastic distal end cover of the rhino-laryngo videoscope, had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - scope tip broken. - objective lens has fallen off. - the lighting lens has fallen off. - the c-cover [plastic distal end cover] has fallen off. - snagging during angle actuation - noise from a lever [angulation lever] - bending tube broken - dented and wrinkled insertion - scratches on universal cord and video cable - a-rubber [bending section cover] adhesive peeled off - scratches on video connector, scratches on lg [light guide] connector, scratches on video connector case - sw-box [switch box] scratches, control body cover scratches, grip scratches, a lever scratches, ud [up/down] plate scratches - universal cord protector scratches, video cable protector scratches - no image - watertight tip - watertightness of curved part a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause(s) for the suggested phenomena could not be further presumed from the information obtained for this investigation. The instructions for use state the following information that is related to the suggested phenomena: instructions rhino-laryngo videoscope olympus enf-v3 important information ¿ please read before use precautions ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.